Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 170mm short tfn nail. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. Implant date was reported as an unknown date approximately six weeks prior to (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4) revision/explant surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent implant of a trochanteric fixation nail (tfn) procedure due to a proximal femur fracture on an unknown date approximately six weeks prior to (B)(6) 2015. The patient's bone subsequently fractured at the distal tip of the unknown 170 mm short tfn. On (B)(6) 2015 the tfn and helical blade were explanted. It was reported that a locking screw was not used with the original tfn system. The patient was revised to a long unknown intramedullary nail, helical blade, and locking screw. The revision procedure was completed successfully with no surgical delay or patient harm. This report is for one unknown 170mm short tfn nail. This report is 1 of 1 for (B)(4).